Manufacturer narrative:
Add'l info.

Event description:
The device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post-paced t-wave oversensing was noted during follow-up. Device reprogramming and induction testing was recommended. Additional information was requested but not received.